Event description:
It was reported that the customer had a beeping issue on the new insulin pump. Customer stated that the pump beeps every 15 minutes and her last alarm was over 24 hours ago. Customer ran self-test twice and once more while on the phone. Test was complete. Customer's blood glucose level was 152 mg/dl. Insulin pump is being replaced at customer's request. No additional information provided

Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No audio anomaly was noted. The insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.